Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause of the reported issue was due to the customer delivering a mealtime bolus, and ultimately consuming more carbohydrates than what was initially bolused for. A correction bolus was delivered to address the reported issue, and the customer continued to use the pump for insulin therapy.